Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline left breast implant and a 420cc mentor smooth round high profile saline right breast implant experienced bilateral deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's left sided implant was not deflated. Reason for device explant and/or reoperation: suspected deflation manufacturer¿s reference number: (B)(4).